Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with severe tortuosity in the proximal left circumflex (lcx). A stent was implanted and the intravascular ultrasound (ivus) catheter was used to image stent placement. No resistance was noted while tracking through the stented area. Upon completion of imaging, during withdrawal of the ivus catheter, it became stuck on the stent and strong resistance was felt. The physician vibrated the ivus catheter and pulled releasing the ivus catheter which was successfully removed from the pt without incident. No pt injuries were reported and the pt status was reported as "good".

Manufacturer narrative:
(B)(4) stuck in stent.